Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite. Fse had dissembled m cabinet and found 1-phase ups had shown an error, x-ray system partially ramped up. The log analysis was performed, and the results confirmed the malfunction. To resolve the issue, fse had replaced power supply and ups controller. After replacement of the power supply and ups controller, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was not starting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.